Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires/screws were placed at the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviated placements were corrected successfully in a revision surgery on (B)(6) 2021, with aid of navigation. There was no harm/negative clinical effect to the patient due to this issue. No further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause for the reported deviation of the 5 screws placed from t8-10 performed with the aid of navigation is a relative movement between the vertebrae operated on in relation to where the navigation reference array was placed (t12) when applying forces to the surrounding skin/bone, e.g. During the screw placements, due to a non-rigid connection of the bones and or the patient having been moved on the table. Specifically, the patient was reported to have tumors along the vertebrae level navigated on, which would indicate an instability of this vertebra. Vertebra movements relative to the navigation reference array during the surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery image set. A further contributing factor, that to a lesser extent, may have contributed to the reported inaccuracy was an inaccurate result of the surface matching calculation most likely due to an insufficient point distribution on the level that was registered (t12), especially as points were not acquired on the sides of the spinous process, which could have improved the result. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary verification of navigation accuracy after registration and throughout the procedure, before the screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (on (B)(6) 2021) on the spine for stabilization with intended placement of 10 pedicle screws in t8-l1 was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 1.5. No screws were intended to be placed in right t9 and left t11 due to tumors. A pre-operative CT data set was acquired approx. 1 month prior to the surgery (on (B)(6) 2021), to use with navigation. During the procedure the surgeon: positioned the patient prone on the or table and attached the reference clamp carbon with the 4-sphere reference array to the spinous process of t12. Performed initial patient registration (surface matching on t12) to match the current patient anatomy to the navigation, verified registration accuracy, and considered it acceptable. Opened the cortical bones and placed k-wires using the navigated brainlab drill guide. Placed screws over the k-wires using a non-brainlab non-navigated cannulated screwdriver (starting from l1 and moving upwards to t8). In a post-operative CT scan the surgeon detected a deviation of the (5) screws placed in t8-t10. According to the hospital/surgeon: there was a deviated placement for 5 (out of 10) screws. The deviated placements were corrected successfully in a revision surgery on (B)(6) 2021, with aid of navigation. There was no harm/negative clinical effect to the patient due to this issue. No further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.